Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster otw instructions for use (IFU) indications section states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extra-vasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, the physician was aware of the reported improper use method to treat an aneurysm instead of perforation as indicated; however, it does not appear to have directly contributed or caused the reported adverse events. After implanting the 4.0 x 19 mm graftmaster stent over the diagonal artery (side branch), the diagonal artery was occluded and the patient experienced a myocardial infarction. Total occlusion of coronary artery and myocardial infarction are known adverse events as listed in the graftmaster otw instructions for use. The IFU also states in the stent graft placement-precautions: placement of the stent graft will compromise side branch patency. In this case, the implantation of the stent graft over the side branch (diagonal artery) contributed to the reported occlusion and myocardial infarction (mi). As there was no reported product deficiency, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient was admitted to the hospital having experienced recurrence of myocardial infarction (mi) with a 90% stenosed lesion in the proximal left anterior descending artery (lad) with a large aneurysm next to the lesion. The diagonal branch next to the aneurysm was also 90% stenosed. It was planned to exclude the aneurysm in the proximal lad by implanting the graftmaster stent. A small to medium size infarct was anticipated, as in order to exclude the aneurysm, the diagonal branch would be "sacrificed", resulting in an expected occlusion of the diagonal branch. The graftmaster stent was implanted successfully and the patient tolerated the procedure well. Other than the anticipated small mi, the patient had no other cardiovascular complications. The patient was discharged from hospitalization five days later. No additional information was provided.